Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 41 events were reported for this quarter. Product return status, 36 devices were evaluated based on historical data analysis, 2 devices were received, 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 36 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / bearings, 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable, 1 device: wear problem, overheating problem identified / bearings. Product disposition, 37 devices: product not received, 2 devices: scrapped by stryker, 2 devices: product disposition is not yet determined. Additional information, 41 devices were not labeled for single-use, 41 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 41 events for the failure: overheating of device, 14 events had no health consequences or impact, 26 events had problem identified during non-clinical procedure; there was no patient involvement, 1 event had insufficient information.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99454. Supplemental rationale: corrected data: b5, h6, h11. 41 previously reported events were included in this follow-up record. Product return status: 36 devices were evaluated based on historical data analysis. 2 devices were received. 3 devices were not available for evaluation. Evaluation findings (results/components): 36 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component / sub-assembly term not applicable. 1 device: wear problem, no device problem found / bearings. 3 devices: no findings available / part/component/sub-assembly term not applicable. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 39 devices: product not received. 2 devices: scrapped by stryker.